Event description:
Patient had bravo capsule placed endoscopically. When receiver was returned, no info was downloaded to receiver. Pt had chest pain, capsule was removed endoscopically using snare cautery, capsule was supposed to fall off after 48-72 hours.